Event description:
It was reported that the patient awoke with high glucose readings of 359 mg/dl on cgm and 356 mg/dl on bgm while using the ilet, noted only a high glucose alert, and observed a discrepancy between the insulin loaded the prior day and the units displayed in the cartridge, despite completing a full supply change with cannula fill and reporting no symptoms. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, and the patient later reported glucose returned to normal range. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information to identify a device-related problem or a specific involved component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.